Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was 113 ohms. An office follow-up found the noise was reproduceable. A review of latitude data found the noise has been occurring for a while. Technical services advised the electrode may be damaged. Later the electrode was explanted and returned for analysis. There were no reports of any additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A partial fractured sense a conductor was observed ~14-15 cm from the terminal end. The sense a conductor resistance measured as intermittent - indicating a fractured or broken conductor. An x-ray showed the high voltage cable pulled-apart/detached at the distal weld - most likely explant damage. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and high impedances.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was 113 ohms. An office follow-up found the noise was reproduceable. A review of latitude data found the noise has been occurring for a while. Technical services advised the electrode may be damaged. Later the electrode was explanted and returned for analysis. There were no reports of any additional adverse patient effects.

Manufacturer narrative:
This supplemental was filed to correct the catalog number from 3400 to 3010. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A partial fractured sense a conductor was observed ~14-15 cm from the terminal end. The sense a conductor resistance measured as intermittent - indicating a fractured or broken conductor. An x-ray showed the high voltage cable pulled-apart/detached at the distal weld - most likely explant damage. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and high impedances.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was 113 ohms. An office follow-up found the noise was reproduceable. A review of latitude data found the noise has been occurring for a while. Technical services advised the electrode may be damaged. Later the electrode was explanted and returned for analysis. There were no reports of any additional adverse patient effects.